Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue reappears, and they acknowledged and understood these instructions.